Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with low heart rate of 29 beats per minute. The pulse generator could not be interrogated and exhibited no output. The pulse generator was explanted and replaced. No patient symptoms were reported.